Event description:
It was reported to khpc that the alleged incident occurred during maintenance hemodialysis for a long-term pt, whom had been dialysing for some time through a quinton mahurkar tunneled catheter. A break was noted in the external portion of the catheter. The pt did not suffer any adverse affect the catheter was cut in two to facilitate removal and replacement.